Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), uterine leiomyoma ("fibroid (8 cm)") and colitis ulcerative ("chronic ulcerative colitis") in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. Concomitant products included mesalazine (pentasa). In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine leiomyoma (seriousness criterion medically significant) with uterine haemorrhage, colitis ulcerative (seriousness criterion medically significant) and bone disorder ("her bones are unraveling"). The patient was treated with surgery (fallopian tubes removed) and surgery (uterus removed). Essure was removed. At the time of the report, the pelvic pain, uterine leiomyoma and colitis ulcerative outcome was unknown and the bone disorder had not resolved. The reporter considered bone disorder, colitis ulcerative, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: essure was implanted in 2014 without previous allergy test. The patient has sequels. Possibly, a surgery will be performed in her arm because her bones are unraveling. All the events were considered as related by consumer the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-may-2018 for the following meddra preferred term: pelvic pain analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint. We can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. A product quality defect could not be confirmed but is considered plausible. However, based on the available information and the nature of the reported medical events a relationship with a quality defect is not plausible. The medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: procedure date, historical condition and indication added. New events: pelvic pain and her bones are unraveling added. Consumer stated that her uterus and tubes were removed and that she has sequels. Possibly, a surgery will be performed in her arm because ¿her bones are unraveling¿. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.